Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to distract the implant. Several times he returned the screwdriver and tried to expand again and again. Implant max height was not reached. Kardanic system failed. Teeth of the kardanic thread got broken. Ecd was substituted, surgery was finalized successfully. Surgical delay of 10 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complained implant shows that the distraction - mechanism is broken off due to excessive mechanical force. Unfortunately we are not able to determine the exact cause which leads to damage without further details. Investigation of documentation for production and material gives evidence that the implant was produced under our specifications. Failure in material or production could not be detected. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that there was technical complications during use of the implant (not properly connected of holding and distraction instrument) . No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information unknown. Device not reportedly implanted / explanted subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 24.jun.2013 expiry date: 21.jun.2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.